Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having issues with freezing. They say that it intermittently freezes every 10 seconds. They say that there were no issues in terms of communication loss or anything like that, but the cns was not useable as it continues to freeze. The remote network station (rns) which is the secondary monitoring system is still monitoring the patients just fine. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having issues with freezing. They say that it intermittently freezes every 10 seconds. They say that there were no issues in terms of communication loss or anything like that, but the cns was not useable as it continues to freeze. The remote network station (rns) which is the secondary monitoring system is still monitoring the patients just fine. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was periodically freezing up and not useable. No patient harm was reported. Investigation summary: customer indicated that the device was intermittently freezing up every 10 secs. The customer requested the purchase of new hard drives, however, due to no hard drive inventory, the device was sent in for an exchange instead. The complaint unit was returned and evaluated. Nihon kohden repair center (nk rc) was unable to duplicate the reported issue. However, nk rc identified that the device had no full disclosure data and that the hdds were degrading. A review of the history of the serial number identified no other reports of the issue. Based on the available information, the most likely cause of the issue is hdd failure. The likely cause of the hdd failure is a combination of inadequate maintenance and wear and tear. An hdd is a wear and tear component of the cns. The expected life of hdds is 20,000 hours of runtime (approx. 2 years). Nk rc indicated that the hdd of the device was degrading and had been used for more than 5 years. Once 20,000 hours of run time has been met, the user will receive an hdd port error message on the cns. An hdd port error message prompts the user to check the condition of the hdds when it has exceeded 20,000 hours of runtime. Users may replace the hdds or may continue to use the hdd after an inspection of the condition of the hdd. Failure to replace the hdd or inspect the hdd may lead to hdd failure. To mitigate the risks from hdd failures, the cns is designed with redundant array of independent disks (raid), so that if one hdd fails, another hdd can take over. The manufacturer also provided all sites with ".bat" file patch, which helps recognize hard disk failure and provides a warning message when a hard drive begins to fail. Nk had also updated the device manufacturing process to incorporate the ".bat" file function. Labeling and the operator's manual for various generations of the cns recommends periodic maintenance or replacement of hard disk drives. The cause of the issue is due to inadequate maintenance and normal wear and tear. Nk will continue to trend and monitor the reported issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: 12/02/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 12/27/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 12/29/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was periodically freezing up and not useable. No patient harm was reported.